Event description:
Customer reportedly received results of 516 mg/dl and 83 mg/dl within 10 minutes on the same device. Customer felt nervous and tired after taking these readings. Customer ate oatmeal and felt better. Customer is unsure if what he felt were low or high blood glucose symptoms. Customer had been taking medications as normal. No controls. No adverse event reported. Requested return of suspect device and replacement was sent.